Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed at 7cm from the terminal pin and the extracting stylet was stuck in the distal segment. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed significant calcium deposits on the distal shocking coil. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. Based on the observation of calcification on the distal shocking coil, analysis confirmed the clinical observations.

Event description:
It was reported that, this right ventricular (rv) lead exhibited a gradual increase in shock impedances measurements, measuring from approximately 175 ohms to 179 ohms range. Subsequently, this rv lead was explanted. The patient has not been re-implanted with any device at this stage and is unlikely to have a further implantable cardioverter defibrillator (ICD) system. Health care professional (hcp)indicated that this ICD system is no longer necessary. The patient was not dependent. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited a gradual increase in shock impedances measurements, measuring from approximately 175 ohms to 179 ohms range. Subsequently, this rv lead was explanted. The patient has not been re-implanted with any device at this stage and is unlikely to have a further implantable cardioverter defibrillator (ICD) system. Health care professional (hcp)indicated that this ICD system is no longer necessary. The patient was not dependent. No additional adverse patient effects were reported.